Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the keypad buttons are sticking. The patient declined to troubleshoot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the returned pump showed some cosmetic defects. Investigation found all the buttons responded properly. Removal of keypad cover did not find contamination or damage to the button contacts. Removal of the pump cover did not find any anomaly with any internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.